Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely pain at the implant side, which was also present without using the processor. It is therefore assumed, that an undetermined device unrelated medical reason led to the experienced symptoms. Damages found during investigation are related to the removal surgery. This is a final report.

Event description:
It was reported that this bilateral implanted patient experienced some non-auditory sensations, i.e. Pain at the implant area, during stimulation for several years on the left side. Therefore the patient is not able to use the device on the left side. The patient was explanted. Information on the device explantation report states that the patient had strong pain during telemetry and stimulation. Then he had pain without using the audio processor.

Manufacturer narrative:
Not available. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that this bilateral implanted patient experiences some non-auditory sensations, i.e., pain at the implant area, during stimulation since several years on the left side. Therefore the patient is not able to use the device on the left side.